Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure for atrial fibrillation (afib) with pentaray nav high-density mapping eco catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported that the patient suffered a pericardial effusion. Caller stated that a small effusion was noted at the start of the procedure. After the transseptal (unknown device) and after heparin was given, after mapping of the left atrium and prior to ablation it was noted on intracardiac echo (ice) that the effusion had grown. The procedure was aborted and catheters pulled from the patient. A pericardiocentesis was performed and 250 cc of fluid were removed from the pericardial space. Patient was stable. No ablation catheter had been introduced into the patient. Pentaray was pulled back into the right atrium. The patient¿s condition had improved. There is no further information about if extended hospitalization was required. No error messages were observed on biosense webster equipment during the procedure. Since the pentaray nav high-density mapping eco catheter was used in the left atrium the event is conservatively reported under this device.